Event description:
Alleged there has been a spike in patient falls at their facility. Upon inspection of the advanta beds, the facilities maintenance found when the ppm is set in exiting mode, the ppm will not alarm until he is completely out of the bed. He alleged with the head section raised and the knee at the auto contour limit, the ppm will not alarm when he lifts his head off the frame of the bed and swings his feet out of the bed. The ppm does not alarm until he is completely out of the bed. He stated he can flatten the sleep surface and then the ppm will alarm when he sets up and swings his feet to the side of the bed (before he is out of the bed). The facility could not produce any specific details concerning the alleged patient falls.

Manufacturer narrative:
The technician installed new bed exit tape switches to repair the bed.